Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 120 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that she changes her infusion set every five days. The customer was advised to change her infusion set every 2-3 days. The prime test passed. A tubing camp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.